Event description:
It was reported that the needle tip broke off during a rotator cuff repair. During the 5th suture pass through tissue, the surgeon had to squeeze the trigger a lot harder and the needle did not pass. The surgeon removed the device and noted the tip of the needle was missing. It took approx 3 hours to find and remove the piece from the pt. No further pt info is available from the customer and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. A follow up report will be submitted upon completion of the investigation.